Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 84-years-old patient with a 25mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and three (3) months due to valve stenosis. The patient had dyspnea and nyha iii symptoms before valve replacement. A 23mm transcatheter valve was implanted within the pre-existing edwards surgical device with perfect result.

Manufacturer narrative:
H10: additional narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, progression of patient valvular disease combined with other patient factors likely caused or contributed.

Event description:
Edwards received notification that this 84-years-old patient with a 7300tfx25 valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and three (3) months due to valve degeneration leading to stenosis. The patient had dyspnea and nyha iii symptoms before valve replacement. A 23mm transcatheter valve was implanted within the pre-existing edwards surgical device with perfect result. The patient was noted as to be doing well after the procedure.